Event description:
Electrode produced sparks. An electric arc is created at the beginning of use. They changed the handpiece then the electrode to complete the procedure.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the active tip indicates signs of activation and the manifold at 3 o'clock position of the tip shows signs of melting. This damage to the active tip would lead to the reported failure, confirming this complaint. No functional test was conducted to avoid further damage. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Due to an increasing trend in the number of melted manifold failure, a supplier corrective action has been initiated to investigate and determine a root cause for this failure. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Electrode produced sparks. An electric arc is created at the beginning of use. They changed the handpiece then the electrode to complete the procedure.